Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-op while performing a cervical arthrodesis the cage fractured from the upper part of the lock at the moment of impaction of the same to the vertebral body. There were no patient symptoms or complications associated with this event.